Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had a major flaw that nearly killed them due to hypoglycemia. The insulin pump overdosed insulin from just a little squeeze. The customer¿s blood glucose during the incident was unknown. No further details were given. Troubleshooting was not performed. The insulin pump will not be returned for analysis.